Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm due to a non-tandem infusion set. Customer delivered a bolus via the pump and administered a manual injection for treatment of elevated blood glucose level and blood glucose level decreased to 55 mg/dl. Customer took glucose tablets to treat low level.